Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, an unexpected decrease in device longevity was observed. On (B)(6) 2015 remote transmission, battery longevity was 3.7-3.9 years. On another transmission on (B)(6) 2016, estimated longevity was 2.0 years. St. Jude medical technical representative performed in-house calculations and explained that the device over-estimated the longevity in (B)(6) 2015. It was closer to 2.0-2.75 years in (B)(6) 2015. Now, the programmer displayed estimate of 1.3 years remaining to eri and it should be accurate from this point onward. The patient will continue to be followed normally.